Event description:
An engineering investigation has been triggered involving a failure of the anode supply component, as1, on the device systems pcb assembly. Failure of this component would result in an inability to observe a device crt display of pt rhythm.